Manufacturer narrative:
Age at time of event: 18 years or older.  . Device is a combination product.   Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.   (B)(4).

Event description:
It was reported that a vessel dissection occurred. Vascular access was obtained via radial artery. The target lesion was located in the left anterior descending (lad) artery. A 2.75 x 38 synergy¿ stent was advanced and deployed in the distal lad. Subsequently, a 3.00 x 38 synergy¿ stent was deployed in the mid lad. Following post-dilatation, the physician noticed a proximal edge dissection in the proximal part of the stent deployed in the mid lad. A 3.5 x 28 synergy¿ stent was deployed to cover the dissection which completed the procedure. No further patient complications were reported and the patient's status was stable.